Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was explanted and replaced due to early battery depletion. It was also reported that the stated device longevity is 10.3 years at normal settings and the device was replaced after 7 years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.